Event description:
The user facility reported that the catheter tip broke off. The tip of the finecross broke off during an examination in the vessel and remained there. The tip could not be recovered. The vessel was closed for a short time. The broken tip was attached to the vessel wall with a stent. The finecross was done on (B)(6) 2024, the vessel affected was unknown. The patient was doing well. There was no damage. The stay in the heart center was not extended by the incident. The distal end of actual product fractured and remained inside the patient's body. A stent was placed to fix the fractured piece to the blood vessel wall. The procedure outcome was not reported. There was no harm to the patient.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E2: health professional: unknown. E3: occupation: unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The manufacturing record and the shipping inspection record of the product with the involved product code: no anomaly was found. No other similar report from other facilities was found. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. Appearance confirmation: the distal end of actual sample had been fractured (visual inspection). The actual sample was compared with the product with the involved product code. The outer layer and gold coil of the actual sample were missing approximately 1.8mm (magnifying inspection). At the fractured section, the outer layer and gold coil had been fractured, and the reinforcement and inner layer had been exposed (magnifying inspection). The fractured section of outer layer had been torn off, and the outer layer in the vicinity had been roughened (electron microscopic inspection). It had been abraded in the circumferential direction in the vicinity of fractured section (electron microscopic inspection). The reinforcement and inner layer had been twisted (magnifying inspection/electron microscopic inspection). From the above, it was inferred that the involved section was trapped by some hard object (e.g., lesion), and that twisting force was applied in that state, causing the fracture. Function confirmation: outer diameter of the catheter (normal section): it met the factory's specifications. No anomaly was found. Inner diameter of the catheter (normal section): it met the factory's specifications. No anomaly was found. The manufacturing record and the shipping inspection record of the product with the involved product code/lot number: no anomaly was found. Past complaint file of the product with the involved product code/lot number: no other similar report from other facilities was found. Simulation test: from the inspection results, it was inferred that the distal end of actual sample was trapped by some hard object (e.g., lesion), and that twisting force was applied in that state, causing the fracture. Then, following simulation test was performed using a factory retained finecross mg. In order to intentionally trap the distal end of finecross mg, a simulated stenosis model with an inner diameter smaller than the outer diameter at the distal end of finecross mg was selected and passed a factory-retained ptca guidewire (runthrough ns) through it. Subsequently, the finecross mg was passed through. When the finecross mg was being removed from the simulated stenosis model, the distal end of finecross mg was trapped during the removal. An attempt was made to remove the finecross mg while applying torque to the shaft of finecross mg. As a result, the distal end was fractured and remained inside the simulated stenosis model. Based on the investigation result, as a possible cause of occurrence, the following mechanism was inferred. When the actual sample was inserted into the patient's body, the distal end of actual sample was trapped by some hard object (e.g., lesion). An attempt was made to remove the actual sample while applying torque to the shaft of actual sample. As a result, the distal end of actual sample was fractured inside the patient's body. Relevant IFU reference: "do not torque the product excessively while the distal part of the product crosses the stenosis or is in the stent."